Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery status indicators are not reflecting the depletion condition and are inaccurate. Device replacement was recommended. Further, this device was explanted and returned for analysis. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Detailed battery analysis found evidence indicating abnormal battery depletion characteristics. However, detailed analysis was unable to find the cause of the failure. Analysis did identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery status indicators are not reflecting the depletion condition and are inaccurate. Device replacement was recommended. Further, this device was explanted and returned for analysis. A new device was implanted. No additional adverse patient effects were reported.